Event description:
It was reported after a diagnostic angiogram an angio-seal was used for closure. Reportedly, a blood clot formed sometime after the procedure. As a result of the blood clot, the pt had an above the knee procedure to amputate their leg. The event occurred sometime during (B)(6) 2009.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments. Or surgical intervention.